Event description:
It is reported foreign matter. Event description: syringes are supplied from hospital for client use at home. Patients have been fully educated to examine equipment prior to use. Noted a greyish slither in the body of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: there was no photographic evidence or physical samples provided for the investigation of the reported condition. A thorough review of the history associated with syringe 50ml ll lot 2305101 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples have been requested for investigation. The samples were visually inspected without finding any presence of foreign matter or any related defects. During the manufacturing process, the appearance and functionality of the different molded parts of the syringe, presence of fm, appearance and functionality of the assembled components and appearance of the packaging and packing are checked. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring any complaints related to this device and the reported condition for potential emerging trends.